Event description:
It was reported that device fracture occurred. The 60% stenosed target lesion was located in mildly tortuous and mildly calcified vessel. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. During the introduction, the middle of the catheter was broken while advancing on the wire. The catheter and wire were removed, and the procedure was completed using another opticross hd catheter. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, the site did provide an image which was analyzed and revealed sheath detachment, confirming the reported issue. The media also showed the imaging core twisted and wrapped on itself.

Event description:
It was reported that device fracture occurred. The 60% stenosed target lesion was located in mildly tortuous and mildly calcified vessel. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. During the introduction, the middle of the catheter was broken while advancing on the wire. The catheter and wire were removed, and the procedure was completed using another opticross hd catheter. No patient complications were reported.